Event description:
It was reported an occlusion alarm occurred. There no reported adverse impact to the customer's blood glucose. A system check was performed verifying the occlusion alarms and a crack/ damage was observed on the cartridge. A cartridge change was performed and insulin deliveries were resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.